Manufacturer narrative:
The insulin pump was intermittent button response due to flattened act keypad dome. The keypad connector was found close properly during our visual inspection. The insulin pump was monitor and no audio or beep anomaly and no frozen unit noted during our testing. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a low battery, he changed the battery and the screen seemed to be frozen. He removed and reinserted the battery and the insulin pump started giving a constant tone. The customer stated that the time was advancing but the buttons were not responding. The customer had taken out the battery and the insulin pump would not function after inserting the battery. Blood glucose value was 158 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.